Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted the header was firmly attached to the device casing. The a ring seal plug was missing. Further visual inspection noted that the atrial ring capture washer was bowed upwards. During analysis the a tip seal plug was removed to perform visual inspection on the a-tip capture washer and no bowing of the capture was noted. Visual inspection of the lead barrels and inner seal rings identified evidence that the atrial silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during an upgrade procedure, the physician experienced difficulty loosening the right atrial (ra) setscrew even after using different wrenches and mineral oil. After several attempts the physician was able to successfully remove the ra lead from the header of the pacemaker. The ra lead was able to be inserted and used with the new cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.